Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).

Event description:
On (B)(6) 2011 customer reported that the closed tube aliquoter (cta) syringe was leaking on the lxi 725 instrument. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) sent a replacement syringe overnight. Customer resolved the issue and no further leaks have been reported.